Event description:
It was reported that the male luer lock connector on the didactic extension tube, which seems to become detached and crack away from the rest of the tubing when disconnected from the powerpiccline. When unscrewing the scanner connector to disconnect it from the piccline and rinse the piccline, the male part of the connector breaks and remains inside the piccline. The piccline is therefore no longer usable in its current state and must be removed urgently and will need to be replaced. No further information provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken male luer connector was confirmed but the root cause could not be determined. The product returned for evaluation was one powerpicc solo luer. A gross visual inspection of the returned unit found that a translucent, plastic like material was inside the PICC luer. Based on the event description, it was likely that this material was the broken off male luer lock connector described in the reported event. Microscopic inspection of the device found that residues were present on the luer exterior. The texture and color of the residues appeared to match the texture and color of the broken male luer. The residues appeared to be stuck onto the PICC luer exterior, suggesting that the plastic of the male luer may have degraded and melded onto the PICC luer. The male luer itself had a rough and granular texture. The wall of the male luer varied in its thickness and tapered to the inside wall of the PICC luer in one area. The male luer was probed with tweezers. The material was found to be pliable when pushed against it, causing small portions to break off as force was applied. The rough surface texture and pliable nature potentially suggested that the male luer may have experienced excessive force causing it to shear and break, or the material may have been degraded with incompatible chemicals. However, the investigation did not identify sufficient evidence to conclusively determine a root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.